Manufacturer narrative:
Pump received with blank display due to corroded battery tube. Unable to perform the displacement test due to blank display. Pump received with broken battery cap.

Event description:
Customer reported that the customer was not able to remove battery cap. The blood glucose level was 226 mg/dl at the time of incident. The insulin pump will be returned for analysis.